Event description:
It was reported that the patient was having difficulty aligning charger due to the ipg not sitting flat under the skin. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date manufacturer became aware of the event.